Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent hernia procedure on (B)(6) 2013 and x2 mesh were implanted. It was reported that the patient underwent a hernia repair surgery on (B)(6) 2014 and mesh was implanted. Other procedure was captured in a separate file.